Event description:
The customer reported, the system intermittently saved patient images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was instructed to reboot the device. This appeared to have solved the issue. The customer will call if additional help is needed. The system was then found to be operating as intended.